Event description:
It was reported that there appeared to be a connection issue with the device and the right ventricular (rv) lead as the impedance was unstable and varying impedance between two values. It was also noted that there were lead integrity alerts. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. Concomitant product: 6944-65 implantable tachy lead (B)(4), implanted: unk. (B)(4).